Event description:
It is reported that the patient was revised due to a rotator cuff tear.

Manufacturer narrative:
Info was received via published literature. Evaluation summary: surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Attempts have been made to obtain additional info however no info has been received to date. The bigliani/flatow instruction for use included with implants from this system states as a contraindication "nonfunctional deltoid or external rotator muscles". The reported rotator cuff tear is most likely the result of injury or degeneration of the tendons due to normal wear and tear; however a definitive root cause cannot be determined with the info provided. Evaluation codes: it is not suspected that the product failed to meet specifications. Review of the device history records was not possible as the product and/or lot numbers were unavailable. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.